Event description:
It was reported that this implantable pacemaker was in a dual chamber mode. Boston scientific technical services (ts) discussed that it can cause atrioventricular dissociation. Also, patient right atrial (ra) lead exhibited under sensing and noise. This device remains in service. No adverse patient effects were reported.